Event description:
It was reported that the patient removed their insertable cardiac monitor (icm) due to dementia. The rep became aware after the event and a new icm is planned to be implanted. The current device location is unknown. No adverse patient effects were reported.